Event description:
It was reported that the stent (80 mm in length) did not cover the lesion. After it was deployed, it reached 40mm in length. Another stent was deployed to cover the rest of the lesion. No pt complications reported.

Manufacturer narrative:
Device not expected to return for evaluation.